Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysto") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: it made me feels so much better ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal¿ incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I demanded them out because I was in tons of pain') in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), milk allergy ("can't eat no diary/common side effects of essure"), genital haemorrhage ("had many side effects and I was bleeding bad"), bladder pain ("bladder hurting"), endometriosis ("endometriosis"), cyst ("cysts"), menopausal symptoms ("I do have symptoms menopause"), hot flush ("I have horrible hot flashes"), night sweats ("I have horrible hot flashes and night sweats"), adnexa uteri pain ("ovaries hurt") and blister ("huge blister on my arm") and underwent scar excision ("just had a surgery scar tissue to remove scar tissue"). The patient was treated with surgery (hysterectomy and slapingectomy and surgery to remove scar). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, scar excision, milk allergy, genital haemorrhage, bladder pain, endometriosis, cyst, menopausal symptoms and adnexa uteri pain outcome was unknown and the hot flush and night sweats had not resolved. The reporter considered adnexa uteri pain, bladder pain, blister, cyst, endometriosis, genital haemorrhage, hot flush, menopausal symptoms, milk allergy, night sweats, pelvic pain and scar excision to be related to essure. The reporter commented: it made me feels so much better . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal and can't eat no diary/common side effects of essure. ¿concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, scar, genital haemorrhage, bladder pain, endometriosis, cyst, menopause, loss of libido, hot flush, night sweats. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("hysto") in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and milk allergy ("can't eat no diary/common side effects of essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and milk allergy outcome was unknown. The reporter considered medical device removal and milk allergy to be related to essure. The reporter commented: it made me feels so much better. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal and can't eat no diary/common side effects of essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: social media case. New event added- can't eat no diary/common side effects of essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I demanded them out because I was in tons of pain') and scar ('just had a surgery scar tissue to remove scar tissue') in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), scar (seriousness criterion medically significant), milk allergy ("can't eat no diary/common side effects of essure"), genital haemorrhage ("had many side effects and I was bleeding bad"), bladder pain ("bladder hurting"), endometriosis ("endometriosis"), cyst ("cysts"), menopause ("I do have symptoms menopause"), hot flush ("I have horrible hot flashes"), night sweats ("I have horrible hot flashes and night sweats") and adnexa uteri pain ("ovaries hurt"). The patient was treated with surgery (hysterectomy and slapingectomy and suregry to remove scar). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, scar, milk allergy, genital haemorrhage, bladder pain, endometriosis, cyst, menopause and adnexa uteri pain outcome was unknown and the hot flush and night sweats had not resolved. The reporter considered adnexa uteri pain, bladder pain, cyst, endometriosis, genital haemorrhage, hot flush, menopause, milk allergy, night sweats, pelvic pain and scar to be related to essure. The reporter commented: it made me feels so much better ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal and can't eat no diary/common side effects of essure. ¿concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, scar, genital haemorrhage, bladder pain, endometriosis, cyst, menopause, loss of libido, hot flush, night sweats. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: scar, genital haemorrhage, bladder pain, endometriosis, cyst, menopause, loss of libido, hot flush, night sweats were added & one event medical device removal was replaced with pelvic pain. Outcomes were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I demanded them out because I was in tons of pain') in a 22-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), milk allergy ("can't eat no diary/common side effects of essure"), genital haemorrhage ("had many side effects and I was bleeding bad"), bladder pain ("bladder hurting"), endometriosis ("endometriosis"), cyst ("cysts"), menopausal symptoms ("I do have symptoms menopause"), hot flush ("I have horrible hot flashes"), night sweats ("I have horrible hot flashes and night sweats"), adnexa uteri pain ("ovaries hurt") and blister ("huge blister on my arm") and underwent scar excision ("just had a surgery scar tissue to remove scar tissue"). The patient was treated with surgery (hysterectomy and slapingectomy and suregry to remove scar). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, scar excision, milk allergy, genital haemorrhage, bladder pain, endometriosis, cyst, menopausal symptoms and adnexa uteri pain outcome was unknown and the hot flush and night sweats had not resolved. The reporter considered adnexa uteri pain, bladder pain, blister, cyst, endometriosis, genital haemorrhage, hot flush, menopausal symptoms, milk allergy, night sweats, pelvic pain and scar excision to be related to essure. The reporter commented: it made me feels so much better. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal and can't eat no diary/common side effects of essure. ¿concerning the injuries reported in this case, the following ones were described in social media: pelvic pain, scar, genital haemorrhage, bladder pain, endometriosis, cyst, menopause, loss of libido, hot flush, night sweats. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information was added. Events: huge blister on my arm was added. On 23-mar-2020: social media received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.